Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter, product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 12-jan-2021, UDI#: (B)(4), product ID: 8780, serial/lot #: (B)(4), ubd: 23-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving baclofen (2000 mcg/ml at 614.6 mcg/day) via an implanted infusion pump. It was reported that the patient was admitted to the hospital due to a return of spasticity and itching. It was noted that the patient also had a possible urinary tract infection (uti). The patient had a pump refill on (B)(6) 2021, but had "shaky legs" before that time. The pump was interrogated and there were no stalls or issues. A side-port withdrawal was to be performed on (B)(6) 2021. The issue was unresolved at the time of report and no surgical intervention occurred. It was unknown if further intervention was planned. Additional information received from an hcp via a manufacturer representative indicated that the side-port withdrawal was positive and no catheter issue was identified. A dye study was planned for (B)(6) 2021. The patient's symptoms had subsided slightly. Additional information received from an hcp via a manufacturer representative clarified that the side port aspiration on (B)(6) 2021 was unsuccessful. On (B)(6) 2021 the hcp removed the old catheter and replaced it. The cause of the unsuccessful aspiration was undetermined.

Event description:
Additional information was received from the rep who reported that the patient's symptoms were resolved and the catheter segments were discarded.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.